Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no suction was not reproduced, however, the clogged nozzle prevented air/water output at the nozzle. The device evaluation found reduced angulation, angulation play and adhesive on the bending rubber was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope experienced no suction. The event occurred during testing and prior to use. The scope was cleaned and disinfected. There was no report of patient harm associated with this event. During inspection of the returned device, the nozzle was clogged with debris. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.